Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has occurred in pt anatomy and caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that while the stylet and the protective sheath were removed from the device, it was noted that the stent was not present on the delivery system, but remained inside the sheath. It was reported that it is possible that some force was used while removing the sheath and stylet as the person doing the device preparation was under training. No additional event or pt information is available.